Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient had reported having hazy fluid and was given a one-time intravenous (IV), unknown dose of vancomycin, gentamycin, and meropenem, the patient was later diagnosed with peritonitis and was hospitalized for reported event. The hazy fluid was believed to be a manifestation peritonitis, along with the abdominal pain. The patient was treated with an unspecified antibiotic therapy (dose, route and frequency not reported) for the peritonitis. The treatment also included surgically going in and repositioning the pd catheter. The pd therapies were discontinued and the patient was placed on hemodialysis temporarily. The patient was reported to be recovering from the peritonitis. Additional information was requested and was not available at this time. This is report 2 of 3.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers gd895532 and gd895771 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow up medwatch will be submitted. Same patient as (B)(4).